Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The display was found to be dim and discolored; setting the contrast to the highest setting did not improve the display. A test display was inserted, and the contrast returned to normal. Correction: the following information was not included on the initial MDR. The patient reported that the pump¿s display screen was dim and difficult to read, and her healthcare provider felt that the low bg occurred due to inaccurate bolusing resulting from the patient¿s inability to clearly read the display.

Event description:
On (B)(6) 2013, the patient contacted animas and alleged that she had an extremely low blood glucose on (B)(6) 213. Specific details/values of this event not known. Her husband gave her juice and she recovered. This complaint is being reported based on the allegation that a patient on pump therapy experience hypoglycemia requiring assistance from another person.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.